Event description:
According to the customer, on (B)(6) 2025 the transport chair was "strapped down" on a bus when the "bar that connects the wheels from front to back broke close to the left front wheel" causing her husband to fall.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 the transport chair was "strapped down" on a bus when the "bar that connects the wheels from front to back broke close to the left front wheel" causing her husband to fall. The customer reported her husband "hit his head shoulder, and knees" while "falling sideways". The customer reported she is unaware of any sustained injuries related to the fall. The customer reported he was complaining of "pain" after the incident, but he "always has pain". The customer reported her husband "passed away" on (B)(6) 2025. The customer did not report any product involvement related to the user's death. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported product incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d4: serial number. Update to h6: investigation conclusions.